Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. No scrolling numbers display anomaly was noted. The insulin pump was received with a minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that when he pressed the act button to do an automatic bolus, the buttons stuck and nothing seemed to work. He stated that when he tried to input his current blood glucose value, the numbers kept ramping, and he was unable to do anything. The buttons did not respond when he tried to exit out of the scrolling. The customer's blood glucose was 370 mg/dl. The customer did not observe any significant events leading to the keypad issues. He noted that he keeps the insulin pump in his pocket when he slept. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.